Manufacturer narrative:
Device not received. No evaluation will be performed. If the device or additional information becomes available, a supplemental report will be issued.

Event description:
It was reported that, during an eps surgery for the rejuvenate femoral hip system, the calcar fractured during the final seating of the broach. Surgeon prepared the femur by broaching with sizes 5-7 cutting edge advantage and sizes 7-8 rejuvenate before implanting a size 7 rejuvenate stem. During the final impaction of the broach, the calcar fractured directly anteriorly due to significant patient deformity in this area. The fracture caused the broach and stem to countersink by 1mm surgeon cabled the femur to stabilize the fracture."